Event description:
A discordant alpha-fetoprotein (afp) result was obtained on the immulite 2500 instrument. The initial result was reported to the physician. The doctor had scheduled a biopsy on the patient due to the discordant elevated afp result. The sample was retested and the corrected result was reported. There are no known reports of patient intervention due to the discordant afp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed an instrument inspection. The cause of the discordant afp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.